Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via clinical safety that a patient with a 27mm 11500a inspiris valve underwent echo imaging and showed an apparent medium-sized vegetation on the left ventricular aspect with intervalvular fibrosa involved after an implant duration of one (1) month, 14 days.

Manufacturer narrative:
H11. Additional narrative updated b5. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Based on the information provided, it was determined that this event does not meet the definition of a complaint per (B)(4). There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of an edwards device. Additionally, the information received does not reasonably suggest the use, misuse, or malfunction of an edwards device caused or contributed to a patient or user injury, deterioration in state of health, or death. The event is being classified as a non-complaint.